Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification. The dark blue connector was observed to be damaged. During leak testing, a leak was observed at the connection of the dark blue connector and the minicap. Clear passage testing, clamp function testing and integrity of seal testing were performed with no issues noted. The cause of the initially reported excess iodine and leak was due to the damaged dark blue connector; however, the cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excess iodine from a minicap flowed out of a transfer set when connected; however, during evaluation of the returned transfer set the dark blue connector was observed to be damaged and leaked solution. There was no patient injury or medical intervention associated with this event. No additional information is available.